Event description:
The pt was admitted to the hosp for removal of bilateral breast implants. The left implant was ruptured. Intra-operatively, there was free silastic silicone material which was removed rapidly by the surgeon. The implants were placed 13 yrs ago. The leak was noted on an MRI. The pt claims to have a variety of symptoms related to uncomfortable joints. She also complained of occasional dysesthesia in the left breast.